Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-00426. The patient is implanted with two systems, a pns and scs system. This report details the pns system (off-label use). It was reported during pre-operative imaging for an elective ipg replacement it was discovered the leads (pns) had migrated. In addition the x-ray also showed the cinch anchors were halfway over the leads which were causing high impedances. The patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced. The patient is receiving effective stimulation postoperatively.